Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ bc shielded IV catheter needle from lot 0105752, 1 catheter needle from lot 0084031, and 1 catheter needle from lot 0063783 wouldn't retract during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we recently had a spike with angiocath issues, the angiocaths are not retracting. Ref # 382533¿ lot # 0105752 ¿ expiration date 3/31/2023, ref # 382533¿ lot # 0084031 ¿ expiration date 2/28/2023, ref # 382533¿ lot # 0063783 ¿ expiration date 2/28/2023".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0105752, medical device expiration date: 2023-03-31, device manufacture date: 2020-04-16. Medical device lot #: 0084031, medical device expiration date: 2023-02-28, device manufacture date: 2020-03-25. Medical device lot #: 0063783, medical device expiration date: 2023-02-28, device manufacture date: 2020-03-03. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1 bd insyte¿ autoguard¿ bc shielded IV catheter needle from lot 0105752, 1 catheter needle from lot 0084031, and 1 catheter needle from lot 0063783 wouldn't retract during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we recently had a spike with angiocath issues, the angiocaths are not retracting. Ref # (B)(4) ¿ lot # 0105752 ¿ expiration date 3/31/2023, ref # (B)(4)¿ lot # 0084031 ¿ expiration date 2/28/2023, ref # (B)(4) ¿ lot # 0063783 ¿ expiration date 2/28/2023".